Event description:
Same case as MDR ID# 2134265-2013-08759. It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified brachial artery. The 2.5mm x 150mm x 150cm coyote balloon catheter was advanced to the target lesion. The balloon was inflated but it ruptured at 6 atmospheres on the first inflation. The device was removed and a 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced. However the balloon again ruptured at 6 atmospheres on the first inflation. The device was removed from the body and the procedure was completed using an unspecified size mustang balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter with a shelf box, non-bsc sheath, non-bsc guidewire and the device for related complaint. The returned guidewire was inside the coyote device, which was received inside the returned sheath. The guidewire and sheath were separated from the coyote device with no resistance. There was contrast and blood in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. The shaft at the exit notch was damaged. The inner shaft was buckled 16mm ¿ 18mm distal from the exit notch and 7mm ¿ 23mm from the distal edge of the proximal markerband. The proximal end of the balloon was bunched. The distal tip was damaged. Inspection of the remainder of the device presented no damage or irregularities. The shaft and balloon were microscopically examined and did not reveal any tears or damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-08759. It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified brachial artery. The 2.5mm x 150mm x 150cm coyote balloon catheter was advanced to the target lesion. The balloon was inflated but it ruptured at 6 atmospheres on the first inflation. The device was removed and a 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced. However the balloon again ruptured at 6 atmospheres on the first inflation. The device was removed from the body and the procedure was completed using an unspecified size mustang balloon catheter. No patient complications were reported and the patient's status was fine.